Event description:
It was reported that the catheter had been in place for 3 days for pain control. Upon removal, resistance was encountered, and the catheter separated with a 6 - 8cm portion remaining in the pt. No decision has been reached on the possible removal of the separated portion. There were no reported pt complications.